Event description:
The customer reported that the system intermittently would not display a fluoroscopic image in the lateral position. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.